Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not available at the time of this report.

Manufacturer narrative:
Please note the corrections to the h6 results code: the reported event could be confirmed since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿the CT-scan shows loosening and subsidence of both tibial and talar components. The pe-liner looks intact and at the right place, as far as can be assessed on a CT-scan. There are no signs of any device related problems. Most likely the loosening and subsidence of both tibial and talar components relate to poor bone quality and poor joint mechanics and/or low-grade infection, which can only be assessed with further clinical information.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not available at the time of this report.